Manufacturer narrative:
Batch review performed on 30 january 2018 lot 120525: (B)(4) items manufactured and released on 11 may 2012. Expiration date: 2017-03-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed on 02 february 2018 by medical affairs: partial hip revision surgery occurred 5 years after primary cementless tha in a (B)(6) year-old woman. Radiographic image provided shows the presence of radiolucent lines in gruen zones 1, 2, 6 and 7 and signs of stress shielding suggesting implant mobilization. Aseptic loosening is a possible, literature described adverse event after primary cementless thr and causes are often unknown. The reason of this failure cannot be determined

Event description:
The patient complained about pain and instability about 5 years after primary surgery. The x-rays showed a radiolucent line around the stem. The surgeon revised the stem and the head successfully.